Event description:
It was reported that the patient developed an infection to the spinal cord stimulator (scs) system. The patient underwent an scs explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility. Additional information received stated that infection was at battery pocket. Patient had swelling and pus at the battery pocket and fever. Patient was placed on antibiotics. Physician does not believe that it is device related or that anything occurred during the recent procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred july 2025. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: 7035656, UDI: (B)(4).

Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2025. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416500. Model: sc-8416-50. Serial: (B)(6). Batch: 7035656. UDI: (B)(4).

Event description:
It was reported that the patient developed an infection to the spinal cord stimulator (scs) system. The patient underwent an scs explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.